Manufacturer narrative:
In response to FDA report number: mw5093423. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (late onset).

Event description:
Patient reported via regulatory agency that they are "brca-1 positive and have had cancer twice in 1983 and a different type in 1984. Chemotherapy was utilized in the first along with radiation both times post-lumpectomy surgery. Deemed clear until 2016 had bi-lateral breast cancers, again each a different kind. In 2016 patient received a bi-lateral mastectomy and simultaneous reconstruction. Oncologist did not believe chemotherapy nor radiation were required due to the complete mastectomies and types of tumors. At the time of mastectomies, allergan textured expanders were placed in each breast area and on (B)(6) 2016 the expanders were replaced with allergan textured "teardrop-gummy-bear" implants. Patient was scheduled separately for follow-ups with both breast surgeon who performed the mastectomies and the reconstructive plastic surgeon who placed the implants, along with the oncologist. Follow-ups were initially at every three months, then six months, then one year through three years post surgery, with the exception of the oncologist who continues to monitor me every three months with lab work for tumor makers, etc. Immediately after the surgery, patient experienced the sensation that their chest had been wrapped in duct tape and could not take a full inhalation. This seemed to be deemed as normal post-implant surgery. Patient noted an extensive drop in energy and mentioned to both surgeons that they felt exhausted. Over time this worsened to feeling extreme exhaustion-again mentioned every time doctors were seen, all patient was told, through last visits with them last year, was they did not know why. Symptoms worsened to the point of being disabling: joint pain-arthralgia and myalgia with extreme shoulder/deltoid pain to the point it is difficult dressing, insomnia, waking up in pain nightly palpitations, cognitive problems-especially with short-term memory, hair loss, low-to-no libido, migraines, total spinal pain with constant headaches to the extent that cervical/brain MRI was ordered and physical therapy was performed for several months to attempt to alleviate-to no avail, drug intolerance-even with common antibiotics, extensive upper body muscle weakness, etc. Will note was a very fit woman prior to the implants, running or walking 3-5 miles daily, lifting free-weights, utilizing my machine, 300 sit-ups daily, etc., and constantly performing physical labor on the house where patient lives. Today patient can barely manage 5lb. Weights, and keep trying to return to strength. In 2019 patient experienced extensive left breast swelling, redness and head and contacted reconstructive surgeon, was placed on antibiotics-three different kinds as patient reacted with each kind from hives to extreme headaches. After a week the swelling subsided and patient managed to also see breast surgeon who performed an ultrasound and found no abnormality. Patient did not know why the infection had occurred. Shortly after found the specific implants received had been recalled worldwide due to findings the were a causative factor of bia-alcl. Patient believe explant of the implants to be the only solutions, and with bia-alcl having occurred with patients whose capsules were left intact post-explant, the solution seemed to require en-bloc explanation. Reconstructive was not willing to perform such and fearing for patient's life a benefactor funded en·bloc explant. For the first month post this surgery symptoms abated immensely, but sadly have returned to about 75% of what they were. Read this is typical until silicone and/or heavy metal detoxification occurs." Implants were not retained post surgery, however, has the implant registration card and the surgical notes of the explanation and any problems noted. Patient believe that the surgeons did not know of breast implant illness, as despite numerous complaints no solutions were given. The only attempts for solution were with the ordering of the cervical/brain MRI that showed no metastasis and warranted no relief with the physical therapy." Device has been explanted. This is for the right side.

Event description:
Patient reported ¿I am brca-1 positive, have had cancer twice in 1983 and a different type in 1984, chemotherapy was utilized in the first along with radiation both times post-lumpectomy surgery, 2016 had bi-lateral breast cancers, 2016 bi-lateral mastectomy and reconstruction, the oncologist who continues to monitor me every three months with lab work for tumor makers, etc, immediately after the surgery I experienced the sensation that my chest had been wrapped in duct tape and I could not take a full inhalation. Noted an extensive drop in energy, felt exhausted, over time worsened to feeling extreme exhaustion, symptoms worsened to the point of being disabling: joint pain-arthralgia, myalgia with extreme shoulder/deltoid pain to the point it is difficult dressing. Insomnia-waking up in pain nightly palpitations. Cognitive problems-especially with short-term memory, hair loss, low-to-no libido, migraines, total spinal pain with constant headaches, cervicaubrain MRI was ordered and physical therapy, 2019 experienced extensive left breast swelling, redness and head, antibiotics-three different kinds as I reacted with each kind from hives to extreme headaches, ultrasound found no abnormality. She did not know why the infection had occurred, shortly after that I found the specific implants I had received had been recalled worldwide due to findings the were a causative factor of bia-alcl. Events of myalgia, cognitive problems especially short-term memory, sensation that my chest had been wrapped in duct tape and could not take a full inhalation [immediately after reconstruction surgery]¿ is a normal post-surgical event, total spinal pain¿, ¿joint pain-arthralgia¿, and ¿extreme shoulder/deltoid pain to the point it is difficult dressing ,insomnia, nightly palpitations, hair loss, low-to-no libido, and extensive upper body muscle weakness, breast implant illness" are not device related.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021992 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of march 2018 through february 2020, was noted an outlier in mar-18. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.